Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer stated the bg level was related to the max bolus setting as they were unable to get the amount of insulin needed. The customer altered the max bolus settings and delivered insulin. A follow up with the customer indicated that their bg level lowered to 420 mg/dl.